Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use the stopper opens spontaneously and spills on blood collectors ppe's with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube does not seal properly, the stopper opens spontaneously pouring the biological sample, causing accidents to the professional and prejudice to the patient who needs to have his exam sample collected again. Customer reported that the incident occurs in 10% of the collections. Additional information received on 6/25/2019: the incident was noticed in all stages of the process. There was no damage to the patient, but it was need to make a recollect of the sample. Also, there was a spill of biological material to the lab coat and gloves of the professional. There was no exposure of blood to the skin. There was no need for medical or surgical intervention. The sample is.

Event description:
It was reported that during use the stopper opens spontaneously and spills on blood collectors ppe's with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube does not seal properly, the stopper opens spontaneously pouring the biological sample, causing accidents to the professional and prejudice to the patient who needs to have his exam sample collected again. Customer reported that the incident occurs in 10% of the collections. Additional information received on 6/25/2019: the incident was noticed in all stages of the process. There was no damage to the patient, but it was need to make a recollect of the sample. Also, there was a spill of biological material to the lab coat and gloves of the professional. There was no exposure of blood to the skin. There was no need for medical or surgical intervention. The sample is available

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the stopper opens spontaneously and spills on blood collectors ppe's with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube does not seal properly, the stopper opens spontaneously pouring the biological sample, causing accidents to the professional and prejudice to the patient who needs to have his exam sample collected again. Customer reported that the incident occurs in 10% of the collections. Additional information received on 6/25/2019: the incident was noticed in all stages of the process. There was no damage to the patient, but it was need to make a recollect of the sample. Also, there was a spill of biological material to the lab coat and gloves of the professional. There was no exposure of blood to the skin. There was no need for medical or surgical intervention. The sample is available